Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was unknown mg/dl. The customer was treated with glucose tablets and IV. The customer was admitted to (B)(6) on (B)(6) 2014. The customer reported that the drive support cap is damage. The customer was advised that the insulin will be replaced. The customer was advised to follow their medically prescribed back up plan.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.